Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower left pelvic area') and dental caries ('dental problems: teeth are rotting') in a (B)(6) year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety (not recovered prior to essure) and depression (not recovered prior to essure). Previously administered products included for an unreported indication: birth control pills from 2014 to 2015 and nexplanon in 2015. Concurrent conditions included varicosity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 30 days after insertion of essure. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced dental caries (seriousness criterion medically significant), feeling abnormal ("hormonal changes describe: brain fog and mood swings") and mood swings ("hormonal changes describe: brain fog and mood swings"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression"), depression ("psychological or psychiatric problems condition: anxiety and depression") and abdominal pain lower ("cramping") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (laparoscopic hysterectomy da vinci with bilateral salpingectomies and removed 2 teeth). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dental caries, feeling abnormal, mood swings, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, migraine, mood swings, pelvic pain and weight decreased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, everything looked fine and my tubes were closed up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case became serious incident as essure was removed. Reporters, medical history and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.